Manufacturer narrative:
One device was returned. Visual and functional testing were performed. The testing could not duplicate the customer reported problem. The root cause of the issue was not determined as no problem was found. The product was returned with no repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device power went out. The fault occurred during patient use. No patient adverse effects were reported.